Event description:
It was reported that the right ventricular (rv) lead exhibited noise and it was planned for replacement. The lead was cut during extraction and thrown away after the explant procedure. The cardiologist also requested this implantable cardioverter defibrillator (ICD) device to be explanted and replaced on the same surgical intervention, even when it had a remaining longevity of 10 years. The reason for the ICD explant was not specified even after the surgeon contacted the cardiologist to confirm. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and it was planned for replacement. The lead was cut during extraction and thrown away after the explant procedure. The cardiologist also requested this implantable cardioverter defibrillator (ICD) device to be explanted and replaced on the same surgical intervention, even when it had a remaining longevity of 10 years. The reason for the ICD explant was not specified even after the surgeon contacted the cardiologist to confirm. No additional adverse patient effects were reported.